Manufacturer narrative:
(B)(4). Results of investigation: the service technician was able to duplicate the reported issues. All testing¿s were performed using a good known test patient circuit as well as a good known ac adapter. The ventilator was placed on extended run in and unexpectedly shut down with a ¿vent inop¿ alarm. The alarm was visual as well as audible. Bench testing of the ¿ps fail¿ circuitry of the power board, revealed that the +5v supply sags below the 10% threshold. The service technician replaced the power board and performed the 10k performance maintenance to correct the issue.

Event description:
The customer reported that the ventilator shut off twice during the night shift and twice in the morning. Immediately after the occurrence, the caregiver turned the ventilator back on. The customer reported that the patient comes off of the ventilator during the day time and there was no patient harm or injury.